Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device explanted and replaced. Later, healthcare professional reported rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.